Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had low and high blood glucose. On (B)(6) 2016, the customer experienced low blood glucose of 49mg/dl, unsure of the reason. On (B)(6) 2016, the customer experienced high blood glucose of 516mg/dl. Customer believes the high blood glucose was due to high stress. Customer declined troubleshooting for low and high blood glucose. Notified customer to contact their doctor so they are aware of this event. Customer's current blood glucose was 323mg/dl. Customer feels fine and not having any symptoms.